Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-02203.

Event description:
It was reported a patient underwent a hip revision and irrigation approximately six weeks post-implantation due to infection. The femoral head and liner were removed and replaced. Attempts to obtain additional information have been made; however, no more has been provided and patient outcome is unknown.

Manufacturer narrative:
(B)(4). Review of the complaint history determined that no further action is required as no trends were identified. Sterile cert shows all the devices were sterilized per specifications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.